Event description:
After pre-dilatation with a passeo-18, the astron self-expandable stent system was inserted, but the t-adapter could not be pulled back. Another stent was used to finish the procedure.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the affected device confirmed that the stent has not been released. In the as-returned state, the distal end of the outer sheath was located at the proximal end of the device tip. The device shows two kinks over its length. Particularly the stainless-steel tube is strongly kinked about 70 mm proximal to the t-connector. An attempt to release the stent during the technical investigation was successful since the kink in the stainless-steel tube enters the entrance of the t-connector after the stent was already fully released. The introducer sheath and the guidewire used in the intervention were not returned. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be identified.